Manufacturer narrative:
Patient information now provided. A medtronic representative, following up with the site, reported that some of the placed k-wires had to be replaced however there were no reported impact to the patient due to the re-placement. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue during testing. As previously reported, the medtronic representative reported the surgeon was bending the pak needle. The instructions for use which accompany the pak needle states: "warning: during navigation, visually confirm navigational accuracy frequently by localizing on known anatomical points, including accuracy checkpoints, and comparing the position of the instrument in the image with its physical location in surgical space." And "warning: the navigated pedicle access kit components are designed for use only when fully assembled. Make sure that the handle, needle, and cannula are assembled together and that the cannula is locked in place."

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the measurements went by too quickly to get estimated inaccuracy measurements.

Manufacturer narrative:
Patient information was not made available from the site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a pak needle inaccuracy. The surgeon was bending the pak needle in such a way as to cause an inaccurate placement of the k-wire. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no patient present when this issue was identified.